Manufacturer narrative:
No further information was available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, noise was observed. A possible atrial lead dislodgement was suspected. The patient was sent for a chest x-ray. The patient was stable.